Event description:
Patient states she was burned by cardiac module. Battery melted and very hot to touch. Monitor removed at this time. Skin pink, intact. Patient given cool washcloth. Recheck 30 minutes later and skin flesh colored and intact. Sent to biotronics for evaluation and then sent to nihon kohden tracking number (B)(4).